Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a false positive result due to static electricity. There were no patient consequences. It was noted that there was pocket interference. Programming changes were made.